Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator. A provider called on behalf of the patient and stated "the rollator is severed completely apart on one side of the rollator. The wheels were completely worn down. The back bar foam was torn. The patient fell and hurt her knee. Her arm hit the ground and her back was hurt." Patient went to the ER and got x-rays taken but no results have been shared with drive. She sustained scrapes to her legs that resulted in wound care to remove scabbing. The patient doesn't have the ability to return unit for evaluation.